Event description:
The manufacturer received information alleging nose bleeds, water runs out too fast, particles in airway, particles in tubing/chamber, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 28, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, alleging nose bleeds, water runs out too fast, and particles in the airway, in the tubing/chamber, difficulty breathing, and shortness of breath and other thermal issues that are related CPAP device's sound abatement foam.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant inside the inlet of the blower box likely due to a source external to the device, confirming debris in the airway. A small knick was observed on the exterior of the bottom enclosure. A dark, unknown dust contaminant was observed on the ui panel. The j1 sd reverse mount of the pca appeared to have spots on it, possibly due to slight liquid ingress to it. An unknown dust contaminant was observed on the rear panel and bottom enclosure. Hair-like particles were observed on the bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the outlet of the blower box evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found one error code.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.the manufacturer cannot confirm the complaint of water running out too fast and unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.